Manufacturer narrative:
Philips service replaced 4 imaging hdds, the power tray, and other components, restoring the system to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that unit failed to boot due to power supply and hdd issues on a allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.